Event description:
It was reported that the episodes of far-field p-wave oversensing were observed on the right ventricular (rv) lead. Dislodgement was suspected. No known intervention was performed. The patient was in stable condition.